Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and emergency room visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) increased. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. The patient visited the emergency room (ER) and bg levels were normalized. Blood tests were performed and the patient was placed under observation. The patient was released after 2 hours. The pod was discarded.